Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single-use aspiration needle punctured the needle sheath itself and ended up damaging the scope. The issue occurred while the device was inside the sedated patient for an endobronchial ultrasound. The diagnostic procedure was completed using a backup olympus device. There were reports of a procedural delay of less than 30 minutes but did not cause any harm, injury, or death to the patient.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the complaint investigation. Additional information added to the following fields: d4 (lot), d4 (UDI), d8, d9 (date returned), d10, h2, h3, h4, h6. Corrected fields: h6 problem code. The device was returned to olympus for inspection and the customer's reported issue was confirmed, the sheath was found torn. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.